Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3.: date of event is estimated.

Event description:
It was reported, the patients scs system was auto reducing. And programing was unable to establish effective therapy. One of the leads was exhibiting high impedances. And as such, surgical intervention may be pending to address the issue.